Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system (wds) was opened and prepared on the back table but was never used. While the watchman access system (was) was being positioned along with the pigtail catheter, an effusion was noted. The procedure was aborted, a device was not implanted and the effusion remained stable. However, the following day, a pericardiocentesis was performed.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system (wds) was opened and prepared on the back table but was never used. While the watchman access system (was) was being positioned along with the pigtail catheter, an effusion was noted. The procedure was aborted, a device was not implanted and the effusion remained stable. However, the following day, a pericardiocentesis was performed. Additional information received stated the pericardial effusion measured 1.50-2cm. A pericardial drain was put in place and was then removed two days after the procedure. The patient was discharged three days after the procedure and no further issues at this point. A tee before discharge showed no effusion.